Manufacturer narrative:
Implanted date: no patient involvement. Explanted date: no patient involvement. A photo of the actual device was returned for evaluation. The reference photos showed the following condition of the sample: (I) a needle connected to a syringe; (ii) less glue was observed on the connection part of the hub and the needle tube; (iii) leakage was also observed on the connection part of the hub and the needle tube. The assessment was confirmed based on our investigation of the actual sample. Further checking of the actual sample under 100x magnification showed that only one side of the needle has glue. Retention samples were visually inspected and confirmed free from less glue on the hub. The complaint trend for the less glue on the hub for nn products covering fy19 to fy22 (september 20, 2022) showed two (2) occurrences. These were confirmed related to our product or production process. The less glue is confirmed related to our production or process. Most likely, there was an insufficient amount of epoxy application during the production of the complaint lot and the defect was not trapped during inspection since the position of the less glue was not visible to the inspector's sight due to the rotation of the jig pin during running. It also passed the camera inspection system since the camera inspected the side of the product that has glue. Thus, it passes thru as assembled good product. Moreover, the affected lot was produced before the renewal of the glue inspection system that was implemented on february 5, 2022. This inspection system has 2 cameras that can automatically inspect and detect the epoxy dome height, less glue, excess glue, glue on the cannula, and glue on the hub. The camera inspects the front side and backside of the product. The actual sample with less glue was confirmed rejected when challenged at the inspection system. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that after the involved syringe was filled with a drug solution, air and solution leaked prior to being used. The product was not used on a patient. The affected product was replaced. The event occurred pre-treatment. There was no patient involvement. The sample evaluation was received on september 8, 2022 which showed that the needle has less glue that may result to detached cannula. In addition, the branch was simulated the actual sample through aspiration of the solution. The leakage was observed between the needle hub and needle tube where the glue was partially cured.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d9, h6: medical device problem code, h6: component code, h6: investigation conclusions and section h10. In the initial report the device return date was inadvertently left blank. In this follow up report are the correct codes for section h6 and an updated narrative for paragraph one (1). The reference photos showed the following condition of the sample: (I) a needle connected to a syringe; (ii) less glue was observed on the connection part of the hub and the needle tube; (iii) leakage was also observed on the connection part of the hub and the needle tube. The assessment was confirmed based on our investigation of the actual sample. Further checking of the actual sample under 100x magnification showed that only one side of the needle has glue.